Event description:
Device explanted due to eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, detected on (B)(6), 2023, two days after the ICD had been explanted. On (B)(6), 2023, the eri status was activated, and it was reported via the home monitoring system. The device was subjected to an electrical analysis. During the analysis the battery was found to be depleted, in accordance with the eos status. The current consumption of the ICD was measured and proved to be normal and as expected. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was not delivered due to the depleted status of the battery. Therefore, the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be normal. The electrical module was attached to an external power supply. All therapy functions were tested and proved to be available. In particular, the ICD delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. The specified energy level was reached. Further electrical investigations revealed no anomalies. The current consumption of the electronic module was monitored for several days and only showed normal values. However, analysis of the available data documented a temporarily elevated current consumption of the ICD between (B)(6) and (B)(6) 2023, which led to an earlier than expected battery depletion and therefore to the clinical observation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a temporarily elevated current consumption of the ICD. The elevated current consumption was neither present nor reproducible during analysis. Despite the thorough investigation, the root cause of the temporarily elevated current consumption was not determinable. The ICD functioned as expected during analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.